Manufacturer narrative:
Analysis confirmed customer comments that the external pulse generator (epg) displayed errors and the liquid crystal display (lcd) was bleeding. It was also noted that the upper case was damaged, the gasket for the lcd was detaching from the upper case. The lower case had two broken bosses, both lcd wires were pinched but not compromised and five case screws were contaminated. The printed circuit board (pcb) was reset and firmware updated. The battery shorting bar was replaced. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the screen of the external pulse generator (epg) and it displayed an error code. An attempt is made to restart the device to remove the code, but the code was still present. The epg was returned for service. There was no patient involvement.